Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt and qe eval on 11/13/2014, a breach in the transformer housing was found. Evaluation summary: a visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not plugged in so the voltage across the dc was not measured. Resistance across the dc plug was measured at 293.1 ohms, which indicates that there is not a short in the dc cord. The resistance across ac blades measured open, which is normal and indicates that the thermal fuse did not blow. The cause of the breach in the 9207047 transformer has not been determined at this time. It is currently being investigation under (B)(4).

Event description:
The customer reported to customer svc that the transformer housing of her freestyle breast pump was cracked. Upon receipt and qe eval on 11/13/2014, a breach in the transformer housing was found exposing the underlying electronics which is a safety risk.